Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer stylus could not be calibrated. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer stylus could not be calibrated to the display cursor. The programmer was returned for service. No patient complications have been reported as a result of this event.